Event description:
Reporter indicated that vns pt had passed away. Physician indicated that the pt complained of headache and nausea to their family member and subsequently experienced loss of consciousness. The emergency room doctor suspected intracranial bleeding. The patient's family member did not observe a seizure. Physician reported that the pt did not experience any change in seizures with vns therapy. The pt was receiving vns therapy at the time of death. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.